Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder- type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2008. Past adverse reactions to the above products included drug ineffective with mirena. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), skin disorder ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), rash ("rashes or skin conditions"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, rash, skin disorder, dyspareunia, vaginal discharge, visual impairment, gastrointestinal disorder, alopecia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, cystitis, device expulsion, dyspareunia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Previously reported event "injury" is replaced "lower abdominal pain", events "vaginal pain, hair loss, gastrointestinal or digestive system condition, vision/eye problems, vaginal discharge, dyspareunia, skin disorder, rashes, migraines / headaches, infection (vaginal), infection (urinary tract), infection (bladder), hormonal changes, autoimmune disorder- type of disorder, allergic or hypersensitivity reaction, abnormal bleeding (menorrhagia), abnormal bleeding (general) and migration of essure device location of device: uterus, pelvic pain ", lab data and past medical drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.